Event description:
It was reported that the patient developed an infection at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and pocket was washed out. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.